Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was explanted and replaced. The lead is available for return. No additional adverse patient effects were reported.